Manufacturer narrative:
Occupation: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported after a cesarean section delivery, the patient experienced a post-partum hemorrhage (pph) of 1.8l (1800ml) blood loss due to uterine atony. A cook bakri postpartum balloon with rapid instillation components was placed transabdominally and inflated to 240ml. Hemostasis was achieved with the complaint device. No additional intervention was required. The device was in place for 14 hours. The device was noted to be split open when evaluating for appropriateness of removal. The volume of blood loss after the difficulty with the device was described as "normal flow". Of note, patient was screened as a high risk for pph, and she did receive two units of blood, based on labs due to the 1800ml of blood loss prior to device placement. No additional consequences to the patient have been reported.

Manufacturer narrative:
Investigation - evaluation: event description: it was reported, following a cesarean delivery, the complaint device was used to treat postpartum hemorrhage. Blood loss prior to placement was 1.8 liters. The device was placed transabdominally and inflated to 240 ml. The device was in place approximately 14 hours when the balloon material was discovered to be torn. The device was removed. Hemostasis had been achieved with the complaint device. The volume of blood loss after the difficulty with the device was described as "normal flow". No adverse effects were reported. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of instructions for use (IFU), and quality control data were conducted during the investigation. One bakri postpartum balloon catheter was returned for investigation. Visual examination confirmed the catheter was returned in used condition. The catheter was received attached to a used drainage pouch. The stopcock was attached to the catheter inflation line. The balloon was ruptured. The rupture was jagged indicating a possible puncture mark within the rupture. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred.". Cook has concluded unintended user error contributed to this incident. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.